Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The doctor temporized the tooth and had the patient return for a second appointment. During the second appointment, both he and the patient decided to leave the broken part in the canal; the doctor completed the procedure around the broken part. At this time, the patient has reported sensitivity in the tooth; however, the doctor feels it is only temporary. The doctor is watching the tooth and will report back if any further treatment is required. A visual test was performed on the returned device confirming that the tip of the file was broken; however, the cause of the breakage was inconclusive. Retain samples were also visually inspected, yielding results within specifications. The cutting edges of the returned file appeared to have nicks and gouges, indicating multiple uses of the device. In addition, no similar complaints have been received with regard to this lot.

Event description:
A doctor alleged while performing a root canal on a patient, the k3 file had broken and was irretrievable.